Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid at a rate of 1.216 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that an alarm was heard on (B)(6) 2017 and isn't able to be very certain whether she is hearing a critical or non-critical alarm. The patient says "it's kind of muffled and I am not a skinny person". The patient just had x-rays by her regular doctor and there¿s another problem back in their back, plus arthritis in their left hip and has been bothering them for 4-5 months and they walk with a cane and now have to go to a walker and a wheelchair and am at the point where they want the pump out of them because it doesn't give them relief. The patient reports feeling flu symptoms and her printout she sees a "low reservoir alarm date of (B)(6)". They weren't supposed to have it filled and she said she "sees him every 3 months". The patient reported she feels like she is "coming down with the flu and my bowel movement has a stench where it's not normally like that so I think the pump is going out.". The patient started getting sick friday evening and have been in the bed all day and yesterday and had chills and then hot flu like symptoms on (B)(6) 2017. This makes her think the medication in her pump could be depleted and she could be in withdrawal. The patient says she "doesn't know if I want to fool with the pump anymore I just want it gone, and if theytook it out what would I become?". The patient reports that she fell 2 weeks ago in (B)(6) 2017 and had another one "6 months or so ago because my knees have gone out" but says that occurred in 2016 not 2017. The patient states they feel like they're on their deathbed and complained that it isn't easy for her to travel but thinks they need to have the pump taken out.